Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number(B)(4). Event occurred in canada. It was reported that patient faced three infusion set cannula kinked event (B)(6) 2024. The glucose level was high (specific value unknown) and the patient was treated with multiple daily injection (mdi) and water. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.